Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient reported a cyst under the left arm pit that opened and had yellow/green discharge prior to the routine follow up exam.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma/infection. It was noted that during a routine follow up examination, the implant site was swollen and ecchymotic. It was further reported that approximately six-days later a large clot and necrotic tissue was observed. Antibiotics was administered and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg). The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.